Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. Following the procedure on (B)(6) 2013, the patient experienced an exacerbation of her asthma. The patient had progressively worsening symptoms of expiratory wheezing, increased shortness of breath, increased wheeziness, and productive cough. On (B)(6) 2013, the patient went to the emergency room an d was admitted into the hospital. The patient was given breathing treatments and IV steroids. The patient was discharged from the hospital on (B)(6) 2013. **additional information received since (B)(4)2013** on (B)(6) 2013, the event of asthma exacerbation was considered to be resolved.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a (B)(4) procedure on (B)(6) 2013 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. Following the procedure on (B)(6) 2013, the patient experienced an exacerbation of her asthma. The patient had progressively worsening symptoms of expiratory wheezing, increased shortness of breath, increased wheeziness, and productive cough. On (B)(6) 2013, the patient went to the emergency room and was admitted into the hospital. The patient was given breathing treatments and IV steroids. The patient was discharged from the hospital on (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2012 pre-bronchodilator fev1: 1.49 fev1 % predicted: 71.63 fvc: 2.13 fvc % predicted: 78.02 post-bronchodilator fev1: 1.52 fev1 % predicted: 73.08 fvc: 2.16 fvc % predicted: 79.12.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that the reported batch met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.